Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that while connected to a patient, the ventilator stopped delivering volume. There was no harm to patient. (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4). The reported issue was not reproduced during on-site troubleshooting performed by our field service engineer (fse). The unit passed all tests and checks. Logs were downloaded and the ventilator was cleared for clinical use. The reported stop of ventilation was not confirmed in received logs. However analysis of trend logs from the reported date of event, show that around 15:30 something happened which affected tidal volumes, o2 concentration, respiratory rate and pressures. Event logs show that several alarms for low o2 concentration, high airway pressure, high continuous pressure, high and low peep were generated. Test logs show that no pre-use check was performed on the reported date of event or right after. The latest pre-use check was performed one week before the reported date of event and it had passed without deviation. The conclusion is that there was a high pressure situation on the reported date of event which lead to poor ventilation. The root cause of this issue cannot be determined since no fault was found during on-site troubleshooting and there is no indication of a faulty component in received test logs.

Event description:
Manufacturer ref. #: (B)(4). Importer ref. #: (B)(4).